Manufacturer narrative:
Logfile review identified an error message during treatment. At the visit on site, the field service engineer replaced a board which fixed the issue. The risk management assessed the issue: based on these findings the residual risk remains unchanged and at an acceptable level. The current risk assessment is still effective and this anomaly does not represent a higher risk to patient, user and third parties. As probable root cause a defect on the board was indicated. Most of the error messages were triggered from the boards in the beam path, the cables connecting detector boards with the board or cables connecting. Definite root cause can only be determined by investigating the boards at manufacturer site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported that the laser stopped cutting after one third of the flap was created. Energy was lost. Energy was noted to be well at the beginning of the treatment. Vacuum and energy were tested to be good. Treatment was discontinued and will be completed at a later date.